Manufacturer narrative:
The perforator product reported involved with this event was not returned for evaluation. However, photographic evidence of the perforator bit involved was provided. From the photographic evidence provided the metal shavings appear to have been created by the perforator running against a metal object during the surgical procedure. This running against another metal object is the most likely cause of the metal shavings in this event. Product discarded by customer.

Event description:
It was reported that during a cranial procedure, while drilling holes, it was noted that metal flaked from the perforator bit. It was further reported that all metal flakes were successfully removed by the surgeon and that there were no adverse consequence for the patient. It was further reported that the length of delay was unknown. It was also reported that the surgery was completed successfully.